Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: united kingdom. Seven sutures from a box of premilene were reported to have the needle break away from the suture. Some of the needle detachment occurred while removing the suture from the package; some needle detachment occurred during stitching. No patient injury reported.

Manufacturer narrative:
Samples received: 31 unopened racepacks. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch, there are no units in stock. Tested the needle attachment of the samples received and the results do not fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled the OEM requirements. Final conclusion: complaint is justified. The results of the samples received does not fulfill the OEM requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.